Event description:
It was reported that a planned revision of the pt's segmental knee was pending due to pain. The revision was performed on (B)(6) 2011.

Manufacturer narrative:
This report will be amended when our investigation is complete.